Event description:
Upon retrieval of the 2.5 x 2.8mm cypher stent from the pt, the stent delivery system (sds) was withdrawn and the stent was missing from the ballon2 - it had dislodged inside the bleedback control valve, and was recovered. The physician stated that as he was advancing the cypher, he felt resistance and withdrew it. When it was removed, the stent was noted to be missing from the balloon. He had been using a guidant co-pilot bleedback control valve with this case. The stent had become dislodged in the o-ring of the co-pilot. The entire system had to be removed, including guidewire and guide catheter. The stent was successfully retrieved from the co-pilot. The procedure was successfully completed and there was no pt injury. Though asked, the physician couldn't recall pt's gender.